Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Customer support provided information to reset the pump and assisted the caller with the process. The malfunction code did not recur after the reset, allowing the customer to continue using the pump. Customer was advised to call back if any issues arise again, which they acknowledged and understood.